Manufacturer narrative:
(B)(4). The user is instructed to verify the code chip number with both the code number printed on the test strip box and the code number appearing in the meter display upon insertion of the code chip into the meter. This instruction is provided in the user manual. The user is instructed to perform this step prior to testing with the device.

Event description:
Pharmacy called that a customer claimed the test strip box (100 CT) contained the wrong code chip so they did not work properly. Customer went to the doctor for low blood sugar. No injury reported.